Manufacturer narrative:
Submit date: 10/06/17. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that they received a pack of 4x4 x-ray sponges with only nine of the sponges banded instead of ten.

Manufacturer narrative:
A device history record review of the reported confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples or photographs received for evaluation. Based on the limited information and lack of a sample for the investigation and analysis, the most possible root cause would if the worker mixed the rejected product from the weighing machine. As a continuous improvement, the supplier has updated the related standard operating procedure to clearly define the inspection process and disposition method during the weighting process which would identify any shortage within the stack. The operators have received additional training to heighten awareness of the reported condition which may occur during this during the weighting process to reduce the risk of said condition. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.